Event description:
A falsely depressed (negative) hcg result was obtained on a patient sample. The result was reported to the physician. The sample was repeated after discordance wias recognized and an elevated (positive) result was obtained.the patient was x-rayed and a fetal skeleton was observed. There was no report of adverse health consequences as a result of the falsely depressed hcg result or x-ray.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed hcg result is sample integrity. The IFU for dimension hcg flex reagent cartridge contains the following information: "specimens should be free of particulate matter." The instrument is performing within specifications.no further evaluation of the device is required.